Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive up arrow button. The blood glucose reading was 6.2 mmol/l. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, the insulin pump had slightly corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.